Manufacturer narrative:
(B)(4)

Event description:
It was reported per field service report: pump was on patient. Symptom - pump ran for about an hour and turned off without issuing the "less than 20 minutes remaining" alarm. Findings: confirmed. Battery and power supply were replaced. Software: 2.24.

Manufacturer narrative:
Qn#(B)(4).device evaluation: the battery was returned for evaluation. Visual inspection of the battery was performed and no abnormalities were noted. The power supply was returned for evaluation. Visual inspection of the power supply was performed and found no obvious damage or defects. The battery was installed into a known good intra-aortic balloon pump (autocat2w) and a battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was left to charge in the pump for over nine hours. The pump ran on battery (battery load test) until the iabp shut down (>90 minutes within specification) along with the proper alarms "less than 20, 10, and 5 minutes remaining." The battery passed the battery load test. Per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the autocat2 series iabp be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." See other remarks section for continuation.other remarks: the power supply was installed into a known good iabp and functional testing was performed. The pump was startup as normal. A power supply voltage check was performed per autocat2 series service manual (rev 3) and all voltages were within specification. The pump was run on battery (battery load test) until the pump shut down (>90 minutes within specification). A battery load test was performed after letting the pump charge for over nine hours and the unit ran for over 90 minutes along with the proper alarms "less than 20, 10, and 5 minutes remaining." The power supply passed all functional testing. Visual inspection of the power supply internal hardware was performed and no abnormality was found. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release.conclusion: the reported complaint of pump ran for about an hour and turned off without issuing the "less than 20 minutes remaining" alarm is not confirmed. The reported problem could not be replicated during the functional test. The battery and power supply both passed functional testing. The cause of the reported complaint is undetermined.

Event description:
It was reported per field service report: pump was on patient. Symptom - pump ran for about an hour and turned off without issuing the "less than 20 minutes remaining" alarm.findings: confirmed. Battery and power supply were replaced.software: 2.24.